Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 needle broke. The following information was provided by the initial reporter: staff nurse drawing up astrazeneca vaccine using usual syringe with attached needle. There was some difficulty with inserting the syringe into the vial. When the needle went into the vial the staff nurse looked at the needle in the vial which appeared to be quite short. On removing the needle from the vial it was clear that the needle was broken. There did not appear to be any needle fragments in the vial or the surrounding area which was thoroughly searched, it appeared that the needle was broken in the packaging prior to use as no evidence of the remaining piece of the needle was found. However due to the potential for contamination it was decided that the remaining 3 doses of the vaccine should be disposed of. No other defective syringe and needle assemblies were found to be faulty on that shift. This has been written following a datix submission - reporter not present at the incident. The syringe assembly was disposed of at the time of the incident. The lot number was not included in the datix and the nurse and clinical lead at the time were not able to give this information subsequently. The syringes were from the batches supplied to crawley large vaccination center as part of the immform deliveries.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number: 2008403. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality engineer team obtained twenty retained samples of the same lot number from the manufacturing facility for evaluation. Through examination of the retained samples, no signs of defect were observed. Based on the provided feedback, we understand a broken cannula issue could have taken place; however, based on the investigation results, an exact cause could not be determined for this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 needle broke. The following information was provided by the initial reporter: staff nurse drawing up astrazeneca vaccine using usual syringe with attached needle. There was some difficulty with inserting the syringe into the vial. When the needle went into the vial the staff nurse looked at the needle in the vial which appeared to be quite short. On removing the needle from the vial it was clear that the needle was broken. There did not appear to be any needle fragments in the vial or the surrounding area which was thoroughly searched, it appeared that the needle was broken in the packaging prior to use as no evidence of the remaining piece of the needle was found. However due to the potential for contamination it was decided that the remaining 3 doses of the vaccine should be disposed of. No other defective syringe and needle assemblies were found to be faulty on that shift. This has been written following a datix submission - reporter not present at the incident. The syringe assembly was disposed of at the time of the incident. The lot number was not included in the datix and the nurse and clinical lead at the time were not able to give this information subsequently. The syringes were from the batches supplied to (B)(6) large vaccination center as part of the immform deliveries.